Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) h14e23047 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A potential malfunction of the disposable cassette was identified. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted there were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a home patient (hp) experienced air in the patient line which occurred on the homechoice device, during initial drain. The hp was connected at the time of the event. During troubleshooting, it was noted that the patient line clamp was closed. The technical service representative (tsr) reviewed proper procedures with the hp and assisted the hp to end therapy. The hp would complete therapy using all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.